Event description:
Same case as MDR ID 2134265-2015-01501. Reportable based on device analysis completed on 03-mar-2015. It was reported that crossing difficulties were encountered. The target lesion was located in the tortuous, moderately calcified and 2.5mm in diameter proximal to mid left circumflex artery. A 24 x 3.00mm promus premier¿ stent was advanced but was unable to cross the lesion. The device was exchanged to a 3.00x24mm promus element ¿ stent but the device was also unable to cross the lesion. The procedure was completed using a non bsc stent. However, returned device analysis revealed stent damaged.

Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product. (B)(4). The stent delivery system was returned for analysis. No issues were noted with the profile of the device's tip. A stent strut towards the centre of the stent was raised and misaligned. This type of damage is consistent with the stent meeting resistance during the removal of the device from the patient. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the device's markerbands. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found that the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The analysis did not identify any issue with the profile of the device which could have contributed to the complaint incident. Based on the analysis, there is no evidence that the device failed to meet specification prior to shipping. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).